Event description:
It was reported that the ilet pump¿s touchscreen was fractured and the screen became unusable, with the damage believed to have occurred while the patient was sleeping; the device was no longer watertight and a replacement was arranged, and the user was advised to consider backing up therapy due to uncertain functionality. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.